Manufacturer narrative:
Literature citation: "marshe" et al. Radial head fractures treated with modular metallic radial head replacement. The journal of bone and joint surgery. 2016; 98: 527-35. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by marsh et al. Titled "radial head fractures treated with modular metallic radial head replacement", it was reported twenty-five patients (45%) had stem lucencies.